Event description:
A pt reported blood glucose results of 310 mg/dl and 94 mg/dl with a lifescan meter, performed witthin 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl thereby indicating a potential malfunction in terms of precision.